Event description:
As reported on january 13, 2010 to arthrocare during a rotator cuff repair (performed on (B) (6) 2010), one wing of one magnum2 knotless implant broke off arthroscopically. The pt reportedly had hard bone. The pt was in the "beach chair" position and the bone hole was prepared with the proper magnum drill. The drill hole appeared the correct depth to allow for proper depth placement of the implant. Subsequent to anchor bone lock deployment, it was noticed that one wing of the implant had become dissociated from the implant. Both the implant and the loose wing were removed arthroscopically. After this occurred, the surgeon opted to revert from an arthroscopic surgery to a mini-open surgery using a competitor's screw anchor. Surgery was ultimately successful in accomplishing rotator cuff repair without further incident.

Manufacturer narrative:
A lot history review was performed for the device lot. No abnormalities were identified that would lead to the reported product problem. A device was returned for investigation. The device was received undeployed. Wings were present and fully attached; however, one of the wings was opened approximately 30 degrees from the driver cobraid magnum wire present. The suture appeared to release from suture support and became wrapped around the anchor. The suture was abraded by the wing during tensioning and likely unable to tension. Suture was cleanly cut by an instrument. The device was properly assembled, all components were present, and no discernible discrepancy was noted. The root cause of the reported problem was unidentified but is isolated from the design of the device and device functionality. (B) (4). (B) (4).